Manufacturer narrative:
(B)(4) was used to capture the patient undergoing surgical intervention to explant the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was apparently dislodged and it was repositioned. The rv lead remains in service. No additional adverse patient effects were reported.